Event description:
The facility states that intraocular lens model aq2003v was damaged by the lens delivery system prior to implant. The model of injector and cartridge as well as the lot numbers for these items are unk. There was no pt injury.

Manufacturer narrative:
Investigation is ongoing. Product eval results: - other - visual inspection of the lens showed a tear in the optic.